Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the pump history file shows on (B)(6)2023 there were three (3) sequential critical error handling pump error 53 (line number (B)(4), file number 2005) alarms (22:01:37, 22:01:50, and 22:02:12) due to a software error and on the third instance, a critical pump error (open book image) alarm was generated. The pump was cut open to perform a visual inspection. Moisture damage was found on the vibrate harness assembly, motor, motor flex cable and tail, pcba 1, and inside of the battery compartment. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Blank display is not confirmed. Moisture damage was found during the visual inspection. Critical pump error (open book image) and pump error 53 alarms are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.